Manufacturer narrative:
Device MFR date: monitor, electrode belt - 2008. Device eval summary: device eval of the monitor and electrode belt have been completed. They were found to be functionally normal. They were retested and restocked. The monitor and electrode belt were retested and restocked. An asystole is a non-treatable rhythm for the lifevest. Attached is the asystole event.

Event description:
The son of a male pt contacted lifecor customer support on 07/11/08 to report that his father had died in 2008. He stated that the pt was in the hosp and was believed to be wearing the device at the time of death. On 07/16/08 the system was received and there was an asystole event on the day in question.